Manufacturer narrative:
A ge oec service rep investigated the issue and tested the system as per the procedure and found the system was with the federal and state regulations, as well as system specifications. Physicist measurement error. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.

Event description:
The ge stenoscop fluoroscopy system was reported to have a low kv output at the 90 kv setting as measured by a physicist.